Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. These found the compressor¿s hanger was misaligned, and by realigning it, the issue was resolved. No parts were replaced. The ventilator and compressor passed all testing, and it is operating within the manufacturing specifications.

Event description:
It was reported that, during set-up, the ventilator's compressor made an abnormal bumping noise. There was no patient involvement.